Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 receiver would not turn on. Patient stated that they have to perform a device reset mutliple times a day. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced. A review of the receiver data log confirmed a hardware error code. This complaint was deemed reportable upon completion of device evaluation on (B)(4) 2014. The root cause was determined to be a hardware component failure.